Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use an everflex self-expanding peripheral stent to treat a lesion in the superficial femoral artery. The device was inspected and prepped prior to use with no issues noted. During the procedure the stent partially deployed in the patient, the stent was removed with the delivery system. Another stent was deployed with no problems. No patient complications.

Manufacturer narrative:
Evaluation summary: the protégé everflex entrust stent delivery system was received for evaluation. No ancillary devices or cine images from the procedure were received. The entrust was received with the red safety locking tab firmly engaged to the catheter handle. The distal end of the outer sheath was examined: a portion of the stent was deployed and extended beyond the end of the outer sheath. The safety locking lock cavity was examined: the inner guide wire lumen/pusher exhibited no abnormalities. The pull cable was present. The stent was examined with no abnormalities or deformities noted. The handle was opened for examination. All components were accounted for. The pull cable was intact and connected to the thumbwheel. The thumbwheel had not moved during the opening of the handle. (B)(4).